Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d10, and h6 health effect impact code. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error and no image was displayed. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had error code e226 (scope communication error) and lines on image. The issue was found during inspection for use of the device. There were no reports of patient harm.